Manufacturer narrative:
Device available for evaluation: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned instrument confirmed one of the four tines broke off. The root cause is attributed to the supplier's manufacturing process; the teeth are shifted 0.3 mm from the normal axes of symmetry of the instrument body. A preliminary risk assessment was conducted on july 15, 2013 and determined no patient risk and found the mating products still functioned as intended, documented in (B)(4) completed on september 9, 2013. The supplier initiated (B)(4) on july 03, 2013 to document the root causes and corrective actions being initiated. Depuy (B)(4) was initiated on july 25, 2013 to document all information related to this issue. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
One of the teeth at the end of the screwdriver broke. No damage done to patient. Piece removed by surgeon no delay.